Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined both cutters failed the cut test and the comb was bent. The cutter gears and collars were replaced on both cutters, and the comb was replaced on the mesher, which resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher produced an incomplete mesh when used on previously recovered cadaver skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.